Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the issue was not resolved since the patient was not having therapeutic benefits from the pump after the catheter revision in 2023. However, the pump recovered immediately after magnetic resonance imaging (MRI).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving unknown drug via impl antable pump. It was reported that the company representative (rep) met the patient on (B)(6) 2025 for magnetic resonance imaging (MRI) check. The pump recovered normally, no issues observed. The patient said the pump had never worked since the implant in (B)(6) 2023 and they mentioned the pump failing. He stated that he had to go back for a catheter revision in (B)(6) 2023. He claimed that he has never had relief from the pump. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic.